Event description:
It was reported that the pt experienced a urinary tract infection in (B)(6) 2015, abdominal pain and cloudy, thick urine as a result of using the device. The pt was prescribed bactrum to treat the infection.

Manufacturer narrative:
The sample was not returned for evaluation. The lot number is unk therefore the device history record could not be reviewed for evaluation. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. (B)(4).